Event description:
On (B)(6) 2012, the patient underwent treatment of a thoracic aortic aneurysm with three comfortable gore tag thoracic endoprostheses. It was reported that the patient's suprarenal aorta was completely occluded, so brachial access was used to implant the devices. Post-operatively on the same day, the patient presented with multiple bilateral acute cerebral infarcts, severe encephalopathy, and generalized cerebral dysfunction. The cause of the infarcts, encephalopathy, and cerebral dysfunction is unknown. It was reported the patient later recovered some mobile function.

Manufacturer narrative:
Result - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to the following medwatch for information on the other conformable gore tag thoracic endoprostheses associated with this event: 2017233-2012-00796.